Manufacturer narrative:
(B)(6).

Event description:
It was reported that after inserting a portex® endotracheal tube, bodily secretions were not able to be sucked out successfully. This caused the tube's lumen to occlude; and it eventually degraded the ventilation condition. No patient injury.